Manufacturer narrative:
Additional information: further analysis of the positioning sensor unit (psu) confirmed the reported failure; the psu was out of calibration. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device serial number unavailable. A medtronic representative went to the site to test the equipment. Testing revealed that the camera was not able to detect the imaging system tracker. The positioning sensor unit (psu) needed to be replaced. The camera was successfully replaced, and the issue resolved. The system then passed the system checkout and was found to be fully functional. Device manufacturing date is unavailable. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that the camera was broken. It was reported that the camera did not turn on. This issue was identified when a study from the imaging system could not be transferred to the navigation system because the camera could not see the gantry tracker. The cause of the damage was unknown. There was no patient present when this issue was identified.

Manufacturer narrative:
The positioning sensor unit (psu) was returned to the manufacturer for evaluation. After functional testing, visual/physical examination and proceduralized device testing the reported issue was confirmed. The returned psu had normal tracking when connected to a known good system. A shceck of the event log did not reveal any adverse events. However, the psu failed an accuracy test at .38mm with a passing threshold of .35mm. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that the camera was broken. It was reported that the camera did not turn on. This issue was identified when a study from the imaging system could not be transferred to the navigation system because the camera could not see the gantry tracker. The cause of the damage was unknown. There was no patient present when this issue was identified.